Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 20 mg/dl. The customer stated that when the paramedics arrived, she was incoherent. The customer also stated that her physician is taking the customer off the insulin pump from having so many episodes of low blood glucose levels. Nothing further was reported.